Event description:
The customer reported being hospitalized due to low blood glucose of 32mg/dl. The customer stated that she felt bad while driving, pulled over, and passed out. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to call her doctor regarding possible changes to the basal rate. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.